Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) evaluated the subject device and confirmed that the rubber at the distal tip of the subject device was degraded and loosened. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified diagnostic procedure, the patient complained of pain and the patient had a nose bleeding. The user facility conducted an unspecified medical treatment for stopping the bleeding immediately. There was no report of further patient injury with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility reported that the distal tip of the endoscope became thick during the procedure. It was also reported that the patient¿s nostrils are narrow. Omsc presumed that the thick tip could cause the bleeding and pain. The thick tip was likely due to folding bending section rubber. The folded bending section rubber can be caused by various reasons, therefore the root cause could not be conclusively determined.